Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged cosmetic damage located at the display on (B)(6) 2022 . On svn 000314129690, the customer alleged the battery was lasting only 1 day. The customer alleged pump did not alarm the 'medical device - call for emergency assistance. I have diabetes' alarm on (B)(6) 2022 . The insulin pump was received with a severely cracked and bleeding liquid crystal display glass with a minor scratched display window. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, and pillowing keypad overlay. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to severely cracked and bleeding liquid crystal display glass. Unable to generate the power management graph or verify charge/battery anomaly and battery related alarms due to severely cracked and bleeding liquid crystal display glass. Unable to test for call for emergency assistance. I have diabetes' alarm due to severely cracked and bleeding liquid crystal display glass. The insulin pump was cut open. Using a test electrical board 1 and the original electrical board 2, the insulin pump had a blank display. Inspected the electrical board 2 and there was no damage noted. Blank display and unable to perform the pump history download, problem isolated to the electrical board 2. During visual inspection, no moisture damage noted on the electronic assembly, motor of force sensor. Cosmetic damage was confirmed at liquid crystal display glass and display window. Charge/battery anomaly was unknown. Blank display was confirmed. Unable to download was confirmed. Call for emergency assistance. I have diabetes' alarm was unknown. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was crack and damaged. The location of damage was the display. The type of damage was crack. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for the analysis.